Manufacturer narrative:
Results pending the completion of the investigation.

Event description:
It was reported that 5 patients obtained negative results on the surestep hcg urine test. The confirmatory test results on blood samples were positive with no quantitative values provided. The confirmatory test method is unknown. All surestep test kits came from the same box and individual cassettes were stored in the doctor's cupboard in an airconditioned facility. The customer stated that the testing was with "blood and urine" using the surestep test, however, the surestep test is a urine only test. There was no report of patient harm. Although requested, no further information was provided.

Manufacturer narrative:
Investigation conclusion: retention products for the reported lot number were tested with qc hcg cutoff standard (25 miu/ml) and high hcg clinical urine (200.6, 208.6, 214.6 iu/ml). Results were read at 3 minutes and all test devices produced expected positive results. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. The reported complaint for false negative hcg results was not replicated during in-house testing. A root cause could not be determined based on the information provided. Per the package insert, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. False negative results may occur when the levels of hcg are below the sensitivity of the test. When pregnancy is still suspected, a first-morning urine specimen should be collected 48 hours later and tested.

Event description:
It was reported that 5 patients obtained negative results on the surestep hcg urine test. The confirmatory test results on blood samples were positive with no quantitative values provided. The confirmatory test method is unknown. All surestep test kits came from the same box and individual cassettes were stored in the doctor's cupboard in an airconditioned facility. The customer stated that the testing was with "blood and urine" using the surestep test, however, the surestep test is a urine only test. There was no report of patient harm. Although requested, no further information was provided. Additional information: the customer verified that the sample was urine using the surestep test.